Event description:
I'm using libre 3 plus and with this batch, I have noticed that the blood sugar readings are either too high or too low. I was hospitalized on 11/27 and the paramedics took my glucose reading as well as in the hospital and none matched the reading on my cgm. I know there is a recall but checking the lot did not resolve the issue because the manufacturer indicated nothing was wrong with this batch I received. Please help me. I am (B)(6). Please call me with recommendations. Thank you. Pt code; 4580. Device codes: 2459, 2460. Procode: qbj. Ref reports: mw5180274, mw5180275.